Event description:
The lay reporter/brother contacted lifescan (lfs) in 2007 alleging a battery symbol on his sister's one touch ultra meter. A medical affairs specialist (mas) sent follow up questions and obtained the following information: the patient has been unable to test for two days and was unsure on where to purchase a battery. The patient continued to take her set diabetes regimen. The patient had a back up meter; however, did not test using her back up meter. Patient contacted her granddaughter two days prior, alleging that she felt shaky and her heart was racing around 11:00 am. Granddaughter went to the patient's home and contacted the patient's physician and was given advice to give the patient a sugar drink. Patient did as was advised and felt better the following morning. Patient was not given any extra medication. The patient has had the meter for 5 yrs. Customer care advocate (cca) sent the patient a back up battery and advised upgrade to otu2 meter. The complaint is being reported as the reporter alleged the meter was showing the battery symbol and while showing this symbol the patient had a hypoglycemic episode.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.